Event description:
The spring was lost during cleaning. This event did not occur during a surgical procedure. Therefore there was no adverse consequence to any pt or delay in surgical or anesthesia time.

Manufacturer narrative:
Summary of evaluation: the root cause is attributed to the user losing the coil spring. The agent will reorder spring as replacable part.